Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. It was also reported that the lead integrity alert (lia) triggered and that the right ventricular (rv) lead had high pace/sense impedance, oversensing, noise and was fractured. It was also noted that the implantable cardioverter defibrillator (ICD) had early battery depletion. The rv lead was capped and replaced and the ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments, visual summary analysis of the lead was performed, but analysis could not be performed due to legal restrictions. Visual analysis revealed that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid, the outer insulation of the lead was extrinsically breached due to melting, the overlay tubing of the lead was extrinsically breached due to melting, the outer insulation of the lead developed a cosmetic depression while in vivo, the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, the overlay tubing of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was observed to have blood ingression, the overlay tubing of the lead was observed to have blood ingression. Concomitant products: 5554 implantable pacing lead, (B)(6) 2006; 4528 competitor implantable pacing lead, (B)(6) 2007; blvbis10 competitor implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the exposed superior vena cava defibrillation coil was fractured at 39.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.